Event description:
It was reported that the procedure was to treat a proximal left circumflex (lcx) artery. On (B)(6) 2010 two non-abbott stents were implanted overlapping in the proximal lcx. Pre-dilatation was not performed. Patient was discharged on (B)(6) 2010. On (B)(6) 2010 follow-up was done and the patient had no angina and was taking antiplatelet drugs. On (B)(6) 2011 the patient was admitted to the hospital due to chest pain. A 90% in-stent restenosis was confirmed by angiography. A 3.0 x 23 mm xience v was implanted and the unstable angina resolved. On (B)(6) 2011 and (B)(6) 2011 follow-up was done. There were no symptoms and the patient was taking antiplatelet drugs. On (B)(6) 2011, the physician received notification from another hospital that the patient had expired. It is unknown what caused the death. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimate. In this case, there were no reported device malfunctions or product deficiencies. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported angina and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. However, based on the reported information, the reported death was not related to the device or the procedure.